Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support educated the customer to always use room temperature insulin. Customer changed pump supplies and ultimately reverted to an alternate method of insulin therapy to address the issue. There was no adverse impact to customer¿s blood glucose level.